Event description:
It was reported to philips that the system could not start up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was being performed when the issue occurred and was completed by using another system. The philips field service engineer (fse) visited onsite and confirmed that the system was not starting up. Upon troubleshooting, the fse identified that the host pc and os disk were defective. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. However, replacing host pc and os disk resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.